Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that her daughter, who had been wearing a pod on her leg for approximately 25 to 36 hours, experienced an occlusion alarm while at school, prompting a pod change. The following day, after removal of the pod, a painful, red, hard lump with pus-like mucus developed at the previous insertion site. The mother sought virtual medical advice through metro north health, where a physician diagnosed cellulitis. The patient was prescribed cephalexin suspension 100 ml (10 ml four times daily for 10 days). The consultation lasted 15 minutes. At the time of reporting, the patient's blood glucose level was 12 mmol/l (216 mg/dl). The used pod was discarded.